Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 4 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 44 to 50 mg/dl were recorded at 6:26:19 pm to 6:56:19 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 6:21:19 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 4:05:48 pm date: (B)(6) 2020 iob: 3.16 requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 2:42:05 pm date: (B)(6) 2020 iob: 4.51 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of 48 to 52 mg/dl were recorded at 12:46:23 am to 12:56:24 am on (B)(6) 2020. Continuous glucose monitor (cgm) values of 47 to 53 mg/dl were recorded at 01:16:27 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 12:46:23 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 48 to 50 mg/dl were recorded at 8:26:25 pm to 8:46:25 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 8:16:28 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 5:26:16 pm date: (B)(6) 2020 iob: 5.66 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 43 to 49 mg/dl were recorded at 1:36:27 pm to 1:51:27 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 1:31:27 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, cause was unknown. The customer consumed carbohydrates to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.